Event description:
Patient with history of right lower quadrant pain and nausea presented to the ER where CT findings were compatible with early acute appendicitis. Patient underwent laparoscopic appendectomy, during which surgeon noted minimal fluid in the pelvis and appendix was retrocecal without significant inflammation other than edema at the distal tip. The appendix was mobilized, and a ¿blue gia¿ was fired across the base of the appendix ¿without complication.¿ 3 firings of the ¿white gia¿ were used across the mesoappendix, after which a small bleeding site was hemoclipped. No difficulties with device reported and patient was discharged on pod 1. Two weeks later, patient presented back to ER with acute onset of bilateral flank pain. CT scan revealed mild distal small bowel dilation and swirled appearance of the right lower quadrant mesentery at the terminal ileum suspicious for a small bowel volvulus. Patient was taken emergently to the or for diagnostic laparoscopy, during which a mass of small bowel was observed in the right lower abdomen, and a portion of distal small bowel was adherent to the mesoappendix staple line. The small bowel mesentery was twisted on itself, causing an internal hernia. Operative note states the surgeon suspected ¿the staple load misfired because the edge of the staple was sharp and not in its normal configuration.¿ however, the staple line at the base of the appendix and proximal mesoappendix was otherwise hemostatic and intact. The internal hernia was completely reduced, and there were no significant post-operative adhesions, and no apparent injuries to the small bowel were noted. The omentum was replaced, which was able to cover the cecum and small bowel in the right lower abdomen. Pt was discharged on pod 2. Pt has reportedly continued to experience constipation, hemorrhoids, intermittent pain, but diagnostic workups have been negative.

Manufacturer narrative:
(B)(4). See op notes attached. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.